Event description:
It was reported that the patient accidentally pushed the extra dose button on their pump. The patient subsequently felt unwell and likened the symptom to feeling drunk. The patient turned off the pump for 30 minutes and subsequently felt a little better. The patient was advised to consume a lot of water and to consult with their physician if their situation deteriorated. No further complications were reported in relation to this event.